Manufacturer narrative:
Investigation is ongoing, device not returned, see manufacturing report number 2015691202208945 for related event.

Event description:
As reported, during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, there was mild/moderate force needed to push the valve through the esheath and damage to esheath was noted. Imagery provided showed a liner puncture on the esheath. The valve and esheath were removed as a system without complication and a new valve was prepared and deployed without issue. There were no adverse complications,

Manufacturer narrative:
As the device was not returned for evaluation, no visual inspection, functional testing and dimensioning testing could be performed. Imagery was returned for review and revealed the following: tortuosity present in patients access vessels. Calcification present on patients left iliac vessel. Postprocedural imagery of the valve shows a bent strut within the sheath after removal of the system as a unit. A device history record (DHR) review was performed related to the manufacturing of the devices and components that could potentially contribute to the complaint and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the work order was performed and revealed the following complaints related to the event: resistance between system components inability to advance through sheath, resistance between system components difficulty advancing through sheath, liner punctured and failure sheath liner torn. The instructions for use (IFU)/training mitigations/controls relevant to this issue have been documented in an existing product risk assessment. Based on the review no IFU or training deficiencies were identified. A manufacturing mitigation review was performed for the complaint resistance between system components difficulty advancing through sheath. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath/esheath+ resulting in a high push force has previously been documented in an existing product risk assessment and these mitigations remain applicable to the manufacturing of the complaint device. In addition, review confirmed that the device lot passed the expander insertion force test and these inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint liner punctured therefore a manufacturing mitigation review is not required. A complaint history review was completed; although the complaint for resistance between system components difficulty advancing through sheath was confirmed, a complaint history review is not required per as the issue has been previously identified in an existing product risk assessment. The complaint liner punctured was unable to be confirmed, therefore a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for resistance between system components inability to advance through sheath was confirmed with the returned procedural imagery. However, the complaint for sheath liner punctured was unable to be confirmed due to low quality imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, there was mild/moderate force needed to push the valve through the e sheath. The valve was pushed through the e sheath to the ascending ao and a bent strut on the distal portion of thv was identified. Review of 3mensio shows strong bends of tortuosity. Per IFU/training manual push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. Tortuosity can create sub optimal angles that lead to noncoaxial alignment in the advancement of the delivery system, creating resistance. In order to overcome this resistance, high push force was likely used. A high push force can lead to bent valve struts as seen in returned imagery. A liner puncture could occur due to the bent valve strut catching onto the liner and tearing it as it is advanced or attempted to be withdrawn. However due to the low quality of the returned imagery, the liner puncture was unable to confirmed. Without additional returned information or the returned device, a definitive root cause is unable to be determined at this time. Available information suggests that patient factors (tortuosity) may have contributed to the reported event. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.